Manufacturer narrative:
Product analysis: the axium prime coil pushwire was found to be broken at break indicator and kinked at ~17.0cm from proximal end. The axium implant coil appeared to be already detached within introducer sheath. The axium implant coil was found to be stretched and damaged within introducer sheath. The implant coil was pushed out from introducer sheath for additional analysis. The coin was found to be not against lumen stop. The axium implant coil was found to be already detached. The shield coil was found to be stretched. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that one axium coil encountered resistance in the echelon catheter and another axium coil was unable to detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in c4 with a max diameter of 4 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the axium coil (lot # 225790102) was unable to enter microcatheter, withdrew. Replacement completed surgery. The axium coil with lot # 227626173 was unable to detach, withdrew as a whole. Completed the surgery by replacing it with a new coil. It was reported non-detachment occurred. The physician attempted to detach the coil with the instant detacher two times. The physician did not try to detach with another instant detacher. There were two manual attempts made at detachment via hypotube. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID qc-2-6-3d (lot: 225790102); product type: ; implant date n/a; explant date n/a product ID 145-5091-150 (lot: b599676); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that for axium coil lot: 227626173 prior to non-detachment, no issues were encountered. No pushwire damage was observed after removal.